Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round high profile 380cc saline breast prostheses. The patient experienced capsular contracture baker grade IV. As a result, the patient underwent bilateral removal and replacement with mentor memory gel breast implant 490cc gel breast prostheses. The date of the explantation has not been provided to mentor. This medwatch form is for the right breast prosthesis.